Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the image is not displayed due to communication failure caused by cable failure or deterioration of the ccd (charge coupled device) internal board. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): do not roll the camera cable smaller than 20 cm in diameter. Doing so may damage it. If the camera cable is curled, do not pull it forcibly, but gradually straighten it out. The camera cable may break. Do not bend, pull, twist or crush the camera cable. The camera cable may break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. The camera cable may break. Operate the endoscope by holding the camera head instead of the camera cable during use. The camera cable may break. Do not fix the camera cable with a pair or the like. The camera cable may break. Do not pull out the video connector by holding the camera cable. Doing so may apply excessive force to the camera cable and cause it to break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head did not display video. The display had a "sandstorm" image. The procedure was therapeutic and it was completed with a similar device. There were no reports of patient harm associated with the event.